Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 300-600 mg/dl. Elevated blood glucose was addressed with a manual injection. System check was performed with tandem technical support and it was discovered occlusion was caused by a blockage in the cartridge. Customer reported using the cartridge for 4 days. Technical support informed customer that cartridges should be changed every 2-3 days per the user guide. Customer changed the cartridge to address the issue and resumed insulin delivery.